Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 486 mg/dl at the time of incident. Customer treated with insulin pump. Customer stated the reservoir lip ring three pieces break off and the last time a piece came off and reservoir was able to lock in place. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube lip. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No unexpected low battery alarm noted.